Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type; lead. Product ID: 3389s-40, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a possible infection. The patient experienced heat and swelling at the battery site and discomfort at the left burrhole. No known environmental/external/patient factors were thought to have led or contributed to the issue. The patient had an evaluation at the clinic and a surgical washout was performed the same day. The issue was not resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
. Event description - additional information. Explanted date - additional information. Concomitant products - additional information continuation of: product ID-40 lot# va1rkdd serial# implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead ; product ID 3389s-40 lot# va1pryg serial# implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead ; product ID 3708660 serial # (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6)product type extension ; product ID 3708660 serial # (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type extension ; section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #:(B)(4), ubd: (B)(6)-2021, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd (B)(6)-2021, UDI#: (B)(4) ; product ID: (B)(4) serial # (B)(4), ubd: 2022-(B)(4); product ID 3708660, serial # (B)(4) ubd: 2022-(B)(6)UDI #:(B)(4) ;. Date manufacturer received - additional information. Type of report - additional information. Patient codes - additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced infection at the scalp and chest incisions, which tested positive for klebsiella on (B)(6)-2018. The patient underwent removal of the implantable neurostimulator (ins) system on (B)(6)-2018. There were no further complications reported; no further complications are anticipated.